Event description:
It was reported that the customer was hospitalized due to low blood glucose of 30 mg/dl, three to four weeks prior to the phone call. The customer got out of bad and fell on the floor. The spouse gave the customer some sugar and apple juice and called the paramedics. The customer stated that they want the insulin pump to be changed because they keep receiving no delivery alarms. Per customer's request the device will be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.